Manufacturer narrative:
The manufacturer has notified FDA of the recall on 04/13/2010.

Event description:
The caller stated that the tube was placed in the patient on (B) (6) 2010, and they were alerted to a pilot balloon failure by the ventilator alarms on (B) (6) 2010. A non-routine replacement of the tube was required. The caller stated that later on (B) (6) 2010, the patient expired due to amyotrophic lateral sclerosis (als) and the tube failure did not contribute to the patient's expiration.